Event description:
It was reported that the pacemaker system displayed a yellow alert for right ventricular auto threshold (rvat) was detected to be in suspension due to low evoked response (ER). The health care professional (hcp) called technical services (ts) for a heart connect consult for further review of the presenting electrogram (egm). Upon review, the presenting electrogram showed over the past year, an increase in this (rv) lead pacing impedance measurements, that still remained within the normal limit and high pacing thresholds. The hcp noted that isometrics were performed, however were negative for noise. The hcp also noted the output settings were reprogrammed. At this time, the pacemaker and this rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).